Event description:
The manufacturer received information alleging ventilation inoperative error codes were found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 was evaluated at a third-party service center. During the evaluation it was noted that error codes, central processing unit (cpu) cannot communicate with the flow sensor (e-046) and cpu cannot communicate with the pressure sensor (e-047), were observed on the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) board had caused the two error codes to occur on the device. The third-party service technician did not specify the type of pca board that needs replacing on the device. In conclusion, the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, during the service of the device, the user interface (ui) panel needs replaced for physical damage unrelated to the reportable issue. The rubber feet need replaced for missing on the device that was unrelated to the reportable issue. The device will be scrapped per the request of the customer.